Manufacturer narrative:
Follow-up information was received from the customer on (B)(6) 2016 stating that the pump was able to be charged successfully on (B)(6) 2016. It was not confirmed if the replacement usb cable or wall adapter resolved the reported charging issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source, despite the attempted use of multiple cables and power sources. A replacement usb cable and wall adapter were sent to the customer. There was no reported impact to the customer's blood glucose level.